Manufacturer narrative:
There is no known patient involvement. Recall number: livanova implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The test result file was provided by the customer, which shows the presence of mycobacterium intracellulare and mycobacterium chimaera in the device. The first results were dated in (B)(6) 2015. Through additional follow-up communication with the customer, livanova (B)(4) learned that the facility is in the process of procuring new devices as replacement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t tested positive for mycobacterium chimaera during maintenance. The report also indicated that this equipment is tested regularly and decontaminated fully according to the latest manufacturer recommendations. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) learned from follow-up communication, that the cleaning and disinfection procedure is performed as described in the instruction for use (IFU) and that the device was placed inside the operation room during use. The heater cooler system 3t underwent the deep disinfection procedure at the manufacturing site. The procedure was completed in april with final sampling result 0 cfu / ml. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue.